Manufacturer narrative:
The device has not been returned for evaluation. (B) (4)

Event description:
The surgeon was using the bioraptor 2.3 mm anchor for a bankart repair. In 2 out of the 3 anchors used, the ultrabraid suture snapped. The lot numbers for both of the faulty anchors were the same. E-mail confirmed anchors were left in the patient and that a knot pusher was used with the anchors. There were no sharp edges.